Manufacturer narrative:
Method - the complaint device has not been received. Further info was requested from the homecare provider regarding the results of the biopsy and any other info. Results - from the event description, it can be determined that a pressure sore has been caused. We were advised by the homecare provider that they thought the cause of the sore was as a result of over tightening the mask. She said that she had to pull tight on the mask to get it to seal. The homecare provider also confirmed that the results of the biopsy were negative for cancer. Conclusions - pressure sores can be caused by an incorrectly fitted mask or incorrect size mask. This complaint has been added to the database for trending purposes and failure trends will continue to be monitored. This concludes our investigation into this complaint.

Event description:
A patient reported to their homecare provider that their sore was so bad that dermatologist biopsied it for cancer.